Event description:
It was reported that the 9900 system will not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the system interface board, the real time operating system (rtos) and the ps2 power supply. The system was tested and found to be working as intended and placed back into service.